Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage event on (B)(6) 2026. The leakage occurred at the insertion site, and the infusion set had been in use for three days. The blood glucose level was 438 mg/dl. No further information available.